Manufacturer narrative:
The reported event was confirmed as manufacturing related. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment or diagnosis. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be inadequate pressure on the machine to punch. Visual evaluation of the returned sample noted one opened (without original packaging),2-way catheter with cut portion of inlet tubing. Visual inspection noted that the balloon was partially inflated upon receival of sample. Attempted to deflate balloon passively with an in-house luer lock syringe and no solution could be withdrawn. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with in-house straight tipped syringe and no solution could be withdrawn. Replaced returned inflation valve with in-house valve and reattempted deflation with both syringes. Solution could not be withdrawn with neither syringe passively nor by aspiration. Dissected balloon and found that the notch was not perforated completely. The hole was very surface level and was not deep at all. A small amount of methyl solution was injected into catheter and only a small amount would be able to go through the semi-perforated hole. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter.¿ correction: d h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that during a pretest, after injecting sterile water into the balloon, the water could not be drained.

Event description:
It was reported that during a pretest, after injecting sterile water into the balloon, the water could not be drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.